Event description:
Patient-self tester reports results lower than reference with the protime microcoagulation system. Protime generated 1.5 inr and at the medical clinic result was 2.5 inr. Pt treatment was based on the lab result. Pt¿s therapeutic range: 2.5-3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot number: c2p3c057. Method code: actual device not evaluated. Process evaluation was performed. No ncmrs identified for this instrument. Results: no results available since no eval performed. Conclusion: unable to confirm complaint.